Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery with mild calcification. Blood flow was measured using a pressure wire, and an attempt was made to advance the 4.0 x 23 mm vision over the wire. Resistance was noted and the devices became stuck; therefore, the devices were removed as a unit. During an attempt to separate the devices with force, the shaft of the vision separated, and the stent became dislodged. A new 4.0 x 23 mm vision was used with a new guide wire, and the procedure was completed successfully. There were no adverse patient effects. The physician commented that the separation occurred due to coating problems with the pressure wire. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned multi-link vision stent delivery system (sds) found blood visible on the balloon and contrast in the inflation lumen, consistent with preparation and handling. The stent implant was dislodged from the balloon and was not returned, confirming the reported dislodgement. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was balloon shredding at the distal and proximal tapers of the balloon. The distal shaft was separated 1.7 cm distal to the guide wire exit notch, confirming the reported separation. The fracture face was stretched and jagged at the separation which suggests that the separation may be related to tensile overload (material stress/fatigue). The separated portion was returned frozen on the non-abbott guide wire at the proximal end of the guide wire. There was 171.7 cm of the guide wire extending out from the sds tip. There was a kink in the distal shaft 1 cm proximal to the separation. There were multiple bends in the hypotube proximal to the separation. The soft tip was wrinkled distal to the clear gap. There were multiple bends in the non-abbott guide wire core distal to the sds tip for a length of 20 cm. There was a bend in the guide wire tip. Factors that may contribute to the inability to advance/retract the sds over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. An attempt was made to remove the separated portion of the sds from the guide wire but the shaft was not able to be removed. After the separated portion of the sds and guide were soaked in the water for three days, the separated portion of the sds could still not be removed from the guide wire. It is possible that the coagulation of blood on the guide wire contributed to the reported difficulties as there was no damage noted to the sds prior to use, which suggests a product deficiency did not contribute to the reported difficulties. As resistance was encountered, if force was applied, this would contribute to the noted tip bunching. Further handling in the attempts to remove the guide wire as force was applied likely contributed to the shaft separating and stent dislodgement and the noted balloon peeling. Additional handling during packing for return analysis likely contributed to the noted shaft kinks. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for difficult to position/remove, shaft separations, or stent dislodgements for this lot. There is no indication of a lot specific product quality deficiency. In this case, a conclusive cause for the reported difficulty advancing the sds could not be determined; however the difficulty removing the guide wire, shaft separation, stent dislodgement, and noted damage appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency.